Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a low shock lead impedance measurement of less than 20 ohms. A patient initiated interrogation showed that the shock lead impedance measurement was at zero ohms and had gone back to normal range. All other measurements were normal. Additional information was received that the patient had computed tomography scan procedure when the alert was generated. No noise was noted on the electrogram (egm). A boston scientific technical services (ts) discussed that the alert maybe due to electromagnetic interference (emi) since the patient was near potential emi source. However, ts could not confirm that emi was the cause of the alert. A health care professional (hcp) did pocket manipulation and isometrics but no abnormal observations were noted. Furthermore, the patient will be monitored continuously. A commanded shock could not be performed to the patient yet due to a recent procedure. No adverse patient effects were reported. The device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.